Manufacturer narrative:
Device was initially received for the complaint that the device triggers an upstream occlusion error, which was immediately cleared/ap. The event occurred during testing. During investigation found the downstream occlusion (dso) seal lifting. This malfunction makes the event reportable. Review of event log/alarm history found that over 200 downstream occlusions in the event log. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found the uso seal buckling and dso seal lifting. The probable root cause was the bad dso seal. The dso/uso seal was replaced. The dso/uso sensor calibration was performed. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the device triggers an upstream occlusion error, which was immediately cleared/ap. The event occurred during testing. During investigation found the downstream occlusion (dso) seal lifting. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.